Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37-112 mg/dl. The suspected cause was due to the customer inadvertently performed the load fill tubing sequence while connected to the site. Reportedly, customer inadvertently pressed fill tubing selection instead of fill cannula. Customer consumed carbohydrates to address bg level and bg level increased to 112 mg/dl. Customer acknowledged pump functioned as intended and low bg was due to use error.